Event description:
It was reported that the patient experienced skin erosion, due to the sharp corners of the device resulting in a second revision. The device was replaced. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.